Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed one opening on the posterior side assessed as fold flaw opening and one opening on the posterior side assessed as surgical damage. Additional observation. ¿ no penetrating nick (stress marks) . ¿ crease fold observed on the device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.